Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call blank display on the insulin pump. Customer¿s blood glucose level was 400 mg/dl. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device turned on. Customer was unable to provider treatment for their high blood glucose since the call disconnected.